Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model vnl11-j10 is available in the USA with a 510k number k172156. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that angle wire fluid damage, insertion flexible tube (ift) broken, remote control buttons perforated, insertion flexible tube (ift) buckled, light guide cable buckled, light guide cable scratched, angle wire malfunction, remote control buttons rupture, light guide fiber bundle (lcb) broken, insertion flexible tube (ift) the inside of the cable became to spiral closer condition, and the cable was lg cable or ift type, and remote control buttons worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).